Manufacturer narrative:
Integra has completed their internal investigation on november 14, 2017. Results: evaluation of returned device; the hook is broken. The fragment was not recovered. A thorough observation of breakage area did not highlighted material or manufacturing defect. The etching was done with previous technology that was stopped on 2002. DHR review; unable to review the applicable DHR as the lot no. Was unavailable. Complaints history; no adverse trend - first occurrence of this risk for this device. Conclusion: this device was manufactured before 2002 and no maintenance was performed by the integra service and repair. The age of the instrument and the lack of maintenance let reasonably conclude that this event is not attributable to integra.

Event description:
It was reported that the product's hook broke during surgery. The hook was on the device when the surgery began, but it was not there when starting the incision. It was impossible to determine if the hook was in the internal part of the patient's ear. The hook is ferromagnetic and they could not perform a MRI.